Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the us. Analysis is pending.

Event description:
Physician reported that it was impossible to store the pt data into the device memory using prog key of the programmer, although all fields were filled.